Manufacturer narrative:
Due to character limit: e1 (event site address)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had an intermittent alarm indicating a loop leak discovered during pre use inspection. No patient involved

Manufacturer narrative:
Updated fields: b4, e1 initial reporter, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and replaced the pneumatic module assy. Following the replacement, all functional tests were completed, and the pump operated within factory specifications. The unit was returned to the customer for clinical use.